Manufacturer narrative:
A steris account manager discussed the event with the employee who stated that upon the placement of s40 sterilant cup she realized that an incorrect tray was present in the system 1 express. The employee removed the s40 sterilant cup and in the process s40 sterilant contacted her arm. The employee also reported she experienced irritation from the sterilant. The employee was presumably exposed to the sterilant when the aspirator was removed. The event occurred prior to the initiation of the processing cycle. No procedural delays or cancellations were reported. The employee was not wearing proper ppe during the time of the reported event as stated in the operator manual. The operator manual states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The steris account manager offered in-service training and the user facility accepted.

Event description:
The user facility reported that an employee was removing a cup of s40 sterilant from their system 1 express and in the process, sterilant contacted her arm. The employee also experienced irritation to her nose and throat. The employee sought medical treatment at the facility's ER.